Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.3 cm in diameter abdominal aortic aneurysm. The infrarenal angle was 4 degrees. Aortic neck was 21-22 mm in diameter and 28 mm long. The distal aorta was 17 mm in diameter. Iliacs were mildly tortuous and non-stenosed. The right iliac was 7.3-9.4 mm in diameter, and the left iliac was 8.4-8.9 mm in diameter. Ten days post index procedure the patient presented with cold legs and numbed, bilateral weak distal pulses. The limb ischemia was treated medically with heparin IV, resolved ten days later, and was assessed to be unrelated to the device and related to the procedure. Approximately one month post index procedure, the patient presented with fever and symptoms related to abdominal sepsis due to an abdominal colon resection that was done three weeks after stent graft implantation. The patient had a bowel ostomy with high output and became dehydrated; consequently, the stent graft became occluded and was treated with an axillary to femoral bypass that resolved the limb ischemia. The abdominal infection/sepsis did not respond medically, and the patient expired. The stent graft occlusion was assessed to be related to the device and to the procedure, and the sepsis was assessed to be unrelated to the device or to the procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion, infection, fem-fem bypass ,death); patient's condition affected effectiveness of device (dehydration from the colon resection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (dehydration from the colon resection).